Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the meter shows the wrong bolus advice and also comes up with basal bolus. Caller stated an example was on (B)(6) in the morning before breakfast at 7:38am patient did a test which was 6.3 mmol/l, and she wanted to eat 35g of carbs. Meter gave her 5 units of insulin for bolus and 4.5 basal; patient did not insert basal rate manually. No adverse event reported. Requested return of the alleged meter for evaluation.